Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with an approximate date of event, an approximate date of implant and relevant history, but not reported. All other required known information was previously provided and no further follow up attempts were completed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided placement of the breast tissue marker the patient initially felt a burning sensation. Six months post placement, the patient complains of a burning sensation and a rash at the insertion site. Reportedly, no treatment was provided or scheduled to be provided. No patient injury was reported.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review could not be performed, as the lot number was not provided. The investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the patient was known to have a nickel allergy. Additionally, a non-bard introducer was used that was known to contain nickel. Therefore, it was most likely the interaction between patient and introducer instead of the marker. However, the definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.